Event description:
According to the reporter: procedure: laparoscopic left hemicolectomy during use a distal part got damaged. New one was opened to complete the case with no problem. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).